Manufacturer narrative:
Insulin pump received with corroded battery tube, broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test, basic occlusion test and occlusion test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose and feeling diabetic ketoacidosis and nausea and got sick. The blood glucose at the time of the incident was 446.4 mg/dl, blood glucose was 322 mg/dl. The customer was assisted with troubleshooting and declined with high blood glucose. The device will be returned for analysis.